Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported there was far r-wave oversensing on the atrial channel which resulted in inappropriate mode switching. The device was reprogrammed. There were no patient symptoms related to the event.